Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the research subject developed a urinary tract infection after protocol treatment (deflux injection therapy) performed on (B)(6) 2025, and the hospital stay was extended for further treatment. The research subject performed protocol treatment on (B)(6) 2025, and it was completed without any problems, but the following day, march 20, 2025, the subject developed a fever of over 38 c, positive urinary white blood cells, and high inflammatory response. Based on the examination and general condition, fever due to infection and postoperative reaction was suspected. Before injecting deflux transurethrally, saline is injected retrogradely during transurethral surgery to ensure a clear view. However, it was determined that the possibility of increased intravesical pressure, ureteral reflux, and a urinary tract infection due to retrograde infection could not be ruled out. Because a causal relationship to the protocol treatment procedure cannot be ruled out, this event will be reported as a serious illness. The patient's fever quickly subsided with intravenous antibiotics and oral nonsteroidal anti-inflammatory drugs (ndaids), and the inflammatory findings also improved, leading to discharge on (B)(6) 2025. On (B)(6) 2025, the patient returned to the outpatient clinic for the scheduled three-month postoperative visit, and a general urine test revealed no findings suggestive of a urinary tract infection. Therefore, the outcome was recorded as "recovered" on june 20, 2025."